Event description:
(B)(4). This was done in the office and I was given some valium to relax me - I wasn't anxious at all and have a very high tolerance for pain. During the procedure, I felt everything. The moment that he put that first coil in my fallopian tube, it started spasming and it was the most horrible pain that I have ever felt in my life, even after childbirth. I bawled and bawled and it took about 20 minutes for the spasming to stop and then he continued (all the while he kept his instruments in there. He continued to do the 2nd tube,that wasn't near as bad as the first but was horrible pain. It has been 4 1/2 years and I have pretty much had a very heavy period about 20 to 25 days per month. I would first spot and then as each day went, the flow of menstrual blood would increase and there was about 2 to 3 days that it was so heavy that a super plus tampon would be full within 2 hours - therefore I was changing my tampon every 2 hours, round the clock for 2 to 3 days. Then it would slowly taper off and then I might have 1 or 2 days without any blood, but during that time I have clear mucousy discharge. I had to always wear a pad - I got 'diaper rash' many many times, it was so painful. I have also had left sided pain - thought it was muscular but the docs don't seem to know what the problem is or what to do about it. Just this past (B)(6) 2015 they had did a CT scan of my painful abdomen and found a 3.5 mm cyst on my left ovary.